Event description:
The advocate alleged the customer's contour next ez has not retained a reading in memory since (B)(6) 2015. No adverse event was alleged. Advocate declined to return the meter. Product was not replaced.